Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The blood glucose level was recorded at 148 mg/dl. A replacement pump was provided to the customer.